Event description:
It was reported that during setup of surgery previous to patient in room, they were setting up for a distal radius fracture using the distal radius aiming block. While loading item to the plate they went to unscrew to remove from aiming guide and the tip that goes on the aiming block broke.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.